Manufacturer narrative:
(B)(4). This report is for the first in a series of two events reported by the same customer. The second event has been reported under MDR# 9680794-2015-00117.

Event description:
It was reported that prior to insertion, the balloon was pre-tested and inflated without issue. During insert, the balloon ruptured inside the patient. It was immediately removed and a second balloon was used. There was no delay in treatment and no patient death or complications reported.